Event description:
Event description guidant received information that the patient with this pacemaker, which is part of an advisory population regarding the crystal timing component, has been experiencing lightheadedness. The patient stated the her rate is always changing and seems erratic.